Event description:
The pt experienced a return of symptoms, increased pain, and seizures. A roller study was completed in early 2009 which confirmed a motor stall. The pump was used to delivery fentanyl. The hcp reported the pt outcome as a 'serious injury/illness, recovered without sequela'.

Manufacturer narrative:
In 2009, the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.